Event description:
Synovitis [synovitis]. Total knee replacement [knee arthroplasty]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female pt (demographics not provided), initials unk with osteoarthritis (kellgren & lawrence grade 4 in right knee and grade 3 in left knee). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was significant for previous treatment with two courses of synvisc (hylan g-f 20) injection in both knees and synovitis (developed on (B)(6) 2003) (the pt's age at the time of first synvisc injection was (B)(6)). On (B)(6) 2004,the pt initiated treatment with first injection of third course of intra-articular synvisc injection(dosage regimen not provided), into both knees. The lot number for synvisc was not provided. On (B)(6) 2004, the pt developed synovitis of both knees. The pt received treatment with intramuscular betamethasone for the event of synovitis of both knees. On (B)(6) 2004, the event of synovitis of both knees resolved. On (B)(6) 2004, the pt received treatment with third injection of third course of synvisc. On (B)(6) 2005, the pt underwent total right knee replacement. The action taken with synvisc treatment was not provided. The outcome for the event of total knee replacement was not provided. Concomitant medications were not provided. The intensity for the event of synovitis of both knees was mild and the intensity for the event of total knee replacement was not provided. The reporting physician assessed the relationship of synvisc with the event of synovitis of both knees as definitely related and with the event of total knee replacement as unrelated. F/u info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.